Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet pump and could not hear the device alerts despite training, leading the user to stop using the device and request a return. Symptoms included hypoglycemia. Outcomes included user discontinuation of the device due to perceived safety concerns. Investigation included review of the complaint details and collection of return logistics for device evaluation. Investigation of this case revealed no confirmed device malfunction at this time, and the cause of hypoglycemia and inaudible alerts remains unclear pending further analysis. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.